Manufacturer narrative:
Date of event: exact dates not provided, article acceptance date is (B)(6) 2019. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. Citation: tai yc, sun cc. Effects of flap diameter on dry eye parameters and corneal sensation after femtosecond laser-assisted lasik. Taiwan j ophthalmol 2019;9:166-72. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: a nonrandomized, comparative, retrospective study was done to investigate the effects of different flap sizes on postoperative dry eye syndrome and corneal sensitivity. A total of 113 eyes of 57 patients were included and grouped either by actual flap size [with mean corneal diameter of 8.50 ± 0.21 mm group with smaller flap (n=66 eyes) and 8.90 ± 0.09 mm in group with larger flap (n=46 eyes)] or by ratio to corneal diameter (white-to-white distance) [the group with smaller flap/corneal ratio had a mean ratio of 0.73 ± 0.02 (n=56 eyes) and the group with larger flap/corneal ratio had a mean ratio of 0.78 ± 0.02 (n=56 eyes)]. All patients underwent lasik using a 60-khz intralase laser (abbott medical optics) for flap creation. Laser ablation was performed using the visx s4 ir (amo) laser with an optical zone of 6.5 mm under topical anesthesia. At 3-month follow up, the larger ratio group showed decreased tear secretion in schirmer¿s test (7.52 ± 4.43 mm) than the smaller group (12.15 ± 8.14). Furthermore, the group with larger flap/corneal diameter ratio showed shorter tear break-up time (tbut) (4.20 ± 1.73 s) than the smaller ratio group (5.67 ± 1.90 s) at 6 months. A slightly decreased corneal sensitivity after surgery was also noted in both groups and gradually recovered by 6 months. There are no indications in the article of any interventions provided. A copy of the article is provided with this report. This report is for the excimer laser equipment. A separate report will be submitted for the femto laser